Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, using the harvester was preparing to harvest the radial artery for a coronary artery bypass procedure. When the team was setting up for the case, the hemopro 2 kit was opened up and put on the surgical field. It was immediately seen that the metal within the jaws of the bisector had separated from the plastic coating. Due to this defect, the defective device was removed from the surgical field and a new kit was opened up. The defective device was never used on the patient, therefore no adverse events occurred due to the defect.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 3000251972 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 08/17/2022. A photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be bent and twisted away from the hot jaw from the center of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on both the cold and hot jaw was observed to be intact, no visual defects were observed. An investigation was conducted on 08/23/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be bent and twisted away from the hot jaw from the center of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on both the cold and hot jaw was observed to be intact, no visual defects were observed. No electrical testing was conducted due to the condition of the heater wire. Based on the photographic inspection as well as the evaluation results, the reported failure "material twisted/bent wire" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The DHR, shop floor paperwork is available for review as an attachment to the record.

Event description:
N/a.